Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va1am50, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp reported the patient had a loss of efficacy. The patient is obese and the hcp believes weight contributed to the loss of efficacy. Hcp was willing to replace lead this time. The patient was not benefiting from stimulation. The issue was resolved. No device issue alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.